Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in two pieces. Final analysis found an external insulation abrasion breaching the optim sheath at 44.1-44.4 cm from the distal tip. This damage was consistent with friction to the device can. Another insulation abrasion breaching the ring electrode (re) lumen and the etfe coating of the re cables underneath the rv shock coil was noted at 4.0-6.0 cm from the distal tip. The cause of the reported event was isolated to the exposed cables at the abrasion zone. No shorts were found.

Manufacturer narrative:
Correction: h1- "serious injury" should have been selected rather than left blank as lead extraction was performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, it was found that the patient's right ventricular lead was exhibiting noise. No intervention was performed. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-06899. New information received notes that the patient's right ventricular lead was explanted and replaced. It was also reported that the patient's left ventricular lead was exhibiting high capture threshold prior to procedure and was also explanted and replaced. The patient was stable.